Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a defective board in the drawer. A field service engineer (fse) replaced the pyxibus cable in the auxiliary cabinet and replaced the enhanced half-height drawer boards, including the pyxibus and drawer controller boards; the customer was then able to successfully access medications in the drawer. The system functioned as field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer was not detected on auxiliary. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.